Event description:
It was reported that the patient has deceased. The cause of death was unknown. No additional information was reported/additional information was requested but not received.

Event description:
New information noted the manufacturing date, (B)(6) 2010, and expiration date, (B)(6) 2011.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected.